Event description:
The customer reported that while the iabp was in use with a pt, they spilled fluid into the unit and it stopped working. They iabp was replaced and the therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced motor control board (part number 0671-00-0004) and front end module (part number 0670-00-0668e). The company rep performed calibration, functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).